Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered in safety mode. Due to this, the patient experienced phrenic nerve stimulation. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered in safety mode. Due to this, the patient experienced phrenic nerve stimulation. It was decided to explant and replace this device. This device is expected to be returned for analysis. No further adverse patient effects were reported